Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. Since the actual device was not returned, a detailed analysis of it could not be performed. Since the involved lot numbers were unknown, an investigation could not be performed. The balloon and belt, which come into contact with the skin, the following raw materials are used: polyvinyl chloride (plasticizer: trimellitic acid tri (2-ethylhexyl)). Based on the investigation results, no anomaly was found in the manufacturing records. However, since the actual device was not returned, a detailed analysis could not be performed. Relevant instructions for use (IFU) reference: precautions. "If there is itching or redness of the skin while compression, stop using and treat appropriately." "Depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the reported information. The doctor (allergist/deramtologist) had seen the patient six (6) months ago and the patient was seen 6 months after the procedure with the tr band. Therefore, the procedure happened more or less than one (1) year ago. The patient showed pictures of her wrist with bubbles on the skin. To be sure it was due to the tr band they placed a tr band again on the wrist and she made (with no contact of her blood) another reaction to the tr band. The procedure outcome was not reported. The patient had minor injury.